Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined; however, based on similar reports the root cause for the reported event is substantial light exposure of the devices in the health care facility, which resulted in degradation and embrittlement of the dilator polymer.

Event description:
Olympus was informed that during an unspecified procedure, the ureteral access sheath tip broke off and fell inside the patient. The device fragment was retrieved. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the original equipment manufacturer (OEM). The complaint information, photo of the damaged dilator sheath tip and the packaging were forwarded to the OEM for their investigational purposes, but no physical device was forwarded to the OEM. The picture displayed the tip of the white dilator sheath is broken into three pieces. A review of the DHR was performed and no anomalies were found. The cause of the event could not be conclusively determined; however, based on the OEM¿s investigation of similar reported events; the most probable cause of the degradation and embrittlement of the dilator polymer can be attributed to substantial environmental exposure of the devices in the health care facility.